Event description:
I treated a patient today that had a serious eye infection and bought her contact lenses illegally from (B)(6) without a prescription. The ocular surface was severely damaged to over wear and over use. This is precisely why we renew cl rx's on an annual basis so this sort of thing does not happen. All cl patients need an updated rx before online vendors shipping lenses to patients. This is to protect patients from potential severe eye conditions such as the ones I treated today.